Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation results: summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. As per the tech service records, it was noted that a temperature range letter was sent to the customer. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported storage issues were found on unknown bd vacutainer tubes as the customer stated "IFU says to not use product stored over 25 degrees celsius, they are concerned product is being damaged, potentially impacting results, and therefore should not be used." There was no report of exposure, injury or medical intervention.